Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted during a therapy upgrade from a pacemaker system. During the procedure, a new left bundle branch (lbb) was plugged into the rv port. The chronic rv lead programmed off and was plugged into the left ventricular (lv) lead port. Approximately a week later, a stored ventricular episode contained oversensing of small myopotential-type noise and pacing inhibition. The noise lasted more than seven seconds, and the patient did not have any symptoms. R-waves were visible throughout the noise with a pattern of: p-r, longer p-r, and dropped beat. Technical services (ts) discussed troubleshooting options and programming considerations. The myopotentials were due to unipolar sensing. As a result, the device was programmed to bipolar sensing, which resolved the issue. The cardiac resynchronization therapy pacemaker (crt-p) remains in service, and the rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.